Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using four proglide devices after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the sutures came loose making it impossible to tie the knot (anterior cuff miss), the knot did not come in the usual way and the devices could not be used correctly. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported needle to cuff miss appears to be related to the status of training. The subsequent treatment appears to be related to procedure circumstance. It should be noted that the proglide instructions for use, states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the reported information and returned device analysis it appears that the status of training may have contributed to the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The sutures came loose making it impossible to tie the knot (anterior cuff miss), the knot did not come in the usual way and the devices could not be used correctly occurred with four proglide devices. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.